Manufacturer narrative:
(B)(4) method: the complaint mr290 chamber was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection of the complaint chamber revealed a dome crack near th base of the chamber between the port and the baffle. White residue was also found all over the chamber. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations into similar complaints showed that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80 cm h2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290 chambers became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - use of the mr290 above the maximum operating pressure [8kpa (~80 cm h2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the mr290 vented autofeed humidification chamber had a water leak after six days of use. No patient consequence was reported.